Manufacturer narrative:
The event occurred in (B)(6) while this product is not sold in the united states, it is like or similar to a product marketed in the united states. Device received in a condition which made analysis impossible. Unable to test because an empty vial was returned.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Reporter stated that patient obtained blood glucose results of 10.5 mmol/l, 4.1 mmol/l, and 3.2 mmol/l, within 1 minute, when testing on the accu-chek mobile system. No adverse event was reported. The manufacturer requested the return of the suspect product for evaluation.